Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the dm0010faa was discarded. This dm0010faa easydrill cranial perforator with unknown lot number was manufactured by micromar. For the ad03, the report was not confirmed. Evaluation could not reproduce the reported malfunction of continues to run. It was also noted that the output bearing was corroded and the front housing has scratch. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to track and trend this complaint type. Initial reporter phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a deep brain stimulator placement, the perforator did not stop when passing through the cranial bone which caused a tear in the dura. On follow-up, it was reported that there was a 15 minute delay and an additional measures were performed to achieve hemostasis. It was also confirmed that the patient had no further issues post-surgery.